Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established and the most probable cause of the clogged auxiliary channel is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a white foreign object in the air¿water channel, in the auxiliary channel, and in the air¿water cylinder, as well as a clogged auxiliary channel. There was no patient involvement.